Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker prompted an error message and exhibited failure to interrogate. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.